Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The product was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker had migrated, and pocket revision was scheduled. Upon opening the pocket, right ventricular (rv) left bundle branch (lbb) lead insulation breach was identified, and the insulation breach was located near the suture sleeve/terminal pin. There were no abnormal lead measurements observed prior to the procedure or during the procedure, and there was no evidence of lead noise. It was unclear whether the insulation breach existed prior to opening the pocket, or was caused by cautery during the pocket revision. The lead was repaired and the pocket was revised during the same procedure. This pacemaker remains in service. No additional adverse patient effects were reported.